Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that within 12 hours after the start of an anti-rejection drug, a leak was observed above the pump along the tubing. The user determined the leak was on the pumping segment below the blue fitment. No patient harm was reported.